Manufacturer narrative:
Analysis found the ins was at reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that the ins was explanted because the patient didn't want a stimulator and preferred to explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). It was reported that the patient had the rechargeable ins implanted due to high voltage. The patient was followed by a programming nurse. The nurse and the manufacturer representative tried to get better coverage of the pain area but the patient still had back pain. The patient complained about a daily recharge but the nurse called the patient back after one week with a new program ((B)(6) 2017) and the ins was still not empty and the patient did not have any back pain anymore.there was no news from the patient for 5-6 months. However, the patient was explanted at another hospital. The device will be replaced in the future. It was noted the patient seemed to be non-complaint as she went to three different hospitals for the same thing. Of note, there was nothing wrong when the ins was interrogated: the impedances were normal (about 1200 ohms) and the ins was correctly charged. When the manufacturer representative received the ins, it was completely discharged. The issue was not resolved at the time of the report.